Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Could you please clarify what is meant with "the anvil slips or falls off"? Was there a problem with the device anvil? Or, was the buttress material falling off of device? "Customer perception¿ was that this occurred due to their recent switch from echelon to echelon +. They were aware of narrowed anvil more tapered tip and we¿re asking if occurring with seam guard use with other customers. No further information." H1: MDR decision: not reportable.

Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a bariatric procedure, when the surgeon applied the gore seam guard to the plee60a, the anvil slipped or fell off. There were no patient consequences and there is no additional information.